Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. The up arrow, down arrow, and ok keypad symbols were found to worn. During testing, the up arrow, down arrow and ok keypad buttons were intermittently responsive; the contrast key responded appropriately. There was evidence of contamination found under up arrow, down arrow and contrast key contact buttons. The up arrow key was found to not have normal tactile spring back or click; the down arrow, ok, and contrast, keys did have normal spring back or click. Unrelated to the complaint, evaluation revealed a scratched display screen and peeling paint on the pump, which have no effect on insulin delivery function. The owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple, hard presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a q-tip. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.